Manufacturer narrative:
The service rep performed the following: troubleshoot system. Isolate problems to missing node in the generator. Found a connector in the tube arm to be loose. Reconnect connector in tube ar. Reboot system several times to insure effective repair. Verify proper operation of table, generator and workstation. System performs as designed.

Event description:
The customer reported the system is not completely booting up, that the console and table displays are dead. No pt involvement because system would not boot up.